Event description:
Prior to a cryoablation procedure, two iceforce 2.1 cx 90°needles and system tested fine with no issues to report. Three minutes into the first freeze cycle the doctor noticed the shaft of one of the needles started to collect frost. The patient's skin was covered with warm saline and hot pack to prevent any injury. There was redness observed in the rigt lower quardrant of the abdomen. The procedure was completed as expected with no injury to the patient. The procedure was performed by an experienced user who reported that there were no issues with the ablation zone or the iceball size.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified. A bubble test of the vacuum sleeve was conducted and a leak was identified at the end of the sleeve. The leaked zone was further investigated under microscope and a hole on the external tube crimping area was observed. The root cause of the hole development is not known. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a hot pack and wrm saline to protect the patient's skin. Correction to the initial report. The date of this report for the initial MDR was incorrectly filled out as 09/18/2017. The correct date the report was submitted was 09/18/2017.